Manufacturer narrative:
Follow-up #1: date of submission 02/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2016 with the following findings: review of the black box data revealed record of re-booting dated (B)(6) 2015, which is the date of the alleged issue. A low battery warning was confirmed on (B)(6) 2015 at 4:12 am. There is record of the re-boot being preceded by a replace battery alarm on (B)(6) 2015 at 5:00 am. The battery voltage as recorded in the black box data, was low. The black box records show that the pump was in use for a period of time of 48 hours beyond the date of the reported issue and no other issues appear in the black box data. On examination, there was no damage to the battery compartment or the battery cap. The battery cap was evaluated and found to have measurements within the required specifications. On investigation, the pump powered on normally with errors, alarms or warnings. The pump was exercised for 24 hours without the occurrence of any errors, alarms or warnings and no loss/interruption of power. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s internal components. Investigation did not duplicate any strange sounds as alleged; there was no unexpected loss of power that was not related to the low battery warning and change battery alarm. Unrelated to the original complaint, the audio bolus button was noted to be missing from the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging the pump stopped working during the night and sounded strange. It was reported that the battery was changed several times without resolution of the issue. There was not reported patient harm associated with this complaint. This complaint is being reported because the issue was not able to be resolved.